Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level ranging from 400- 518 mg/dl; customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report, the customer had not been released from the ICU. Cts to follow up to obtain release date. Reportedly, the customer reverted to manual injections for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.